Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6) company limited. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had engine failure. There were no injuries or deaths reported.

Manufacturer narrative:
Updated field - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected data - h6(medical device ¿ problem code) a getinge field service engineer (fse) checked the battery and found that it could still work normally. Checked the main supply and it worked normally. Tested by removing the main supply and the machine could work normally. No symptoms of machine shutdown were found. Checked the log and found no record of iabp shutdown. The cause may be due to the customer's usage, the error from the usage. From the inspection, no abnormalities were found in the iabp machine. Confirmed that the machine could be used normally.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, b5, b6, g3, g6, h2, h6 (health effect ¿ impact codes), h11.

Event description:
It was reported by the customer that before use with the patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no patient involved.